Event description:
Related manufacturer reference number: 3006705815-2023-00748, and 3006705815-2023-00749. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given antibiotics over the course of several days to address the infection. The patient's scs system was later explanted because their white blood cell count was high. The infection resolved over time.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Analysis of the returned ipg found it communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the alleged issue.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.